Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. The manufacturer representative had difficulty closing the system door. The door closed erratically and sometimes stopped closing completely. There was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The reported issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.